Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high shock impedance greater than 125 ohms. The cause of the high impedance measurement was found to be a loose set screw on the distal port and a revision procedure was performed to successfully resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.